Event description:
It was reported via phone call, that the customer received a battery out limit alarm. Customer's blood glucose level at the time 130 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No battery out limit alarm was noted. All operating currents were within specification. The insulin pump passed the self test and the displacement test. The insulin pump could not down load to carelink due to alarms in the history due to a corrupted history file. The insulin pump had a cracked reservoir tube lip and minor scratches on the display window.